Event description:
Healthcare professional reported capsular contracture, baker grade iii, against right side device. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observed as it is a medical event not related to the device.additional observations:¿ white particles observed on device surface.¿ crease fold observed on device surface.no further actions are required as the device was implanted.

Event description:
Healthcare professional reported capsular contracture, baker grade iii, against right side device. The device has been explanted and replaced.